Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The data of manufacture cannot be determined.

Event description:
The customer reported that the tracheostomy tube was in use for three days. The patient was at home and the tracheostomy tube's cuff would not stay inflated. The patient's ventilator alarmed when pressure could not be maintained. The tracheostomy tube was removed and the patient was recannulated with the same model tracheostomy tube.

Manufacturer narrative:
(B)(4). The sample associated with this report was received and evaluated. Visual and functional testing confirmed that the cuff would not hold air and that a several cuts and scratches were present, causing the leak. The origin of the cuts and scratches are unknown, however, a review of the manufacturing controls was conducted and confirmed that the reported defect would have been identified during the manufacturing process, prior to release for distribution.